Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had an unrelated procedure and had placed ipg in surgery mode. Later, ipg was unable to be connected after several attempts of trouble shooting. Cp logs confirm that ipg was found to be in service app mode and cp failed to complete reset. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.